Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6), the (B)(6) patient was operated on (B)(6) 2015 and a (B)(6) 2019 for repair. No change following that of february. The patient had difficulty walking, groin pain, swollen ankles, can not sit on low chairs (lawn chair style) not able to get up. And when sitting a long time, gets up from pain and misery and walks like a robot, it's like it looks like her legs do not want more advanced. Especially a lot of lower back pain, and lower abdomen, a lot of cramps in the legs and in the inner thighs. She also has urinary leakage and vaginal discharge with blood. (She has no uterus since 1992). She is prescribed vaginal hormonal cream so that it does not dry. Before she did not have these symptoms. She has no quality of life, misery to climb 2 steps, to get dressed and forgot that she can not drive her car long and especially to sit in a car. Problem to lift the legs. Possibly hives.